Event description:
The customer reported a button error alarm, as well as being hospitalized for diabetic ketoacidosis. The customer was dehydrated and had blood glucose levels above 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.